Event description:
The cardiologist inserted the 8 fr. Iab under fluoroscopy. The iab would not inflate (unwrap). The iab was removed. When the dr removed the iab, the balloon broke and tore and the catheter tubing pulled from the y-fitting hub. The dr was unable to insert a second iab into the pt. The pt went on to expire on 10/28/1998. It was uncertain if the event contributed to the pt's death. The following was reported to datascope on 11/16/1998: when the iab was viewed under fluoroscopy, the proximal 1/2 of the balloon was not unwrapped. The distal 1/2 of the membrane was inflating and deflating. The iab was refilled with the pump and the same failure occurred. An attempt was made to inflate the membrane with a 60 cc. Syringe. The balloon was then deflated with the syringe in order to remove it from the pt. At this time, the membrane would not pass through the sheath. The entire sheath and iab were removed. The dr was not sure if the pt's femoral artery was damaged. No pump alarms sounded and blood was noted in the catheter tubing. It was reported that there was no pt injury or complication as a result of the event. The pt did not expire contrary what was reported to datascope on 10/30/1998.